Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results compared to readings from another adc device and experienced somnolence, tremblement, cyring, and nausea. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated with fruit juice, nutlella, and bananan. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.